Event description:
A malfunction alarm identified as malf 16 was reported. The customer's blood glucose level was recorded at 300 mg/dl, which indicates no adverse impact. Technical support assisted the customer with resetting the pump, but the malfunction recurred. Consequently, a replacement pump was issued, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer was informed about the replacement, and arrangements were made for the return of the malfunctioning pump.